Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) experienced extracardiac stimulation, which was addressed by the physician, and no further symptoms were observed. This crt-p remains in service and will not be returned. No adverse patient effects were reported. Additional information received indicates that this cardiac resynchronization therapy pacemaker (crt-p) was explanted. A new device with a different model was successfully implanted. No additional adverse patient effects were reported.